Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a procedure to upgrade the patient to a cardiac resynchronization therapy defibrillator system, the patient's subclavian vein was noted to be occluded. The physician had originally planned to partially explant and cap the right ventricular lead, but had to explant the lead fully as a result of the occlusion. No further patient complications have been reported as a result of this event.